Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer from the med pyxis system was not providing a scannable label. A field service engineer found that no print jobs were going to the zebra label printer. All lights were flashing on the printer. Attempted to reset the printer, but the issue persisted. Over 300 jobs were showing in the queue. A factory reset was also attempted, but the same issue remained. Error message lookup indicated a printer head error. The zebra printer was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not providing a scannable label. The user stated that the printed labels appeared visually correct but could not be scanned using rover devices. Another device in the same area was reported to produce scannable labels. The affected printer was identified as a zebra printer. The user reported that there was no norton sticker present on the device. The labels were not cut off or smudged and appeared acceptable to the user despite being non-scannable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.